Manufacturer narrative:
Submit date: 6/27/2016 an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/08/2016 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that the uvc had to be replaced because there was a crack in the hub. Per additional information received, it was leaking directly below first hub where it connects to the initial tubing or pigtail. It began leaking almost immediately after insertion.

Manufacturer narrative:
Submit date: 10/09/2016. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. As no lot number was identified, a manufacturing device history review or product/process changes review for the involved lot number could not be performed. However, all device history records (DHR) are reviewed for accuracy prior to product release. The available information was analyzed and it did not have a sample returned to confirm a root cause for the event, however, product specifications were reviewed in order to identify the possible causes for the reported condition of: leak below strain relief. The following potential causes were identified: operator mis-execution, unintentional misuse by over bending, excessive force, product came into contact with a sharp object. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.